Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, the device yielded no image. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, the device evaluation, and to populate section d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was caused by a charged coupled unit failure. However, the definitive root cause of the charged coupled unit could not be determined. It is possible that the breakdown of the electronic circuit was due to water intrusion from cable leakage. This event can be prevented by following the instructions for use which state: "please do not reprocess or store this product with tweezers, forceps, scalpel, etc. Otherwise, a hole may be made in the camera cable, and the electrical circuit inside the product may be damaged due to water leakage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, g3, g6, h2, and h10. Devices used in conjunction with this device at the time of the event are not known.

Event description:
Addendum jul 14, 2022: the no image event occurred during preparation for use. The scheduled procedure was completed with a different camera head.